Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of a damaged haptic during deployment therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional stated intraocular lens (iol) was introduced into cartridge with at room temperature for approximately 30 degrees. In deployment, the distal haptic has ruptured. Subsequently the lens was cut and placed on the bag placed on the bag, removed without any problem for the patient during initial procedure. The procedure was completed on the same day. Additional information has been requested.